Event description:
Pt was a newborn who underwent surgery for a known vsd shortly after delivery. She was taken to the cath lab for a vsd device closure procedure. Two days later staff noted what appeared to be something internally "pushing" skin out on the left chest wall. A 2mm incision was made and a vascular guide wire pulled out.